Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the sb936, detachable pouch 3x6" 5ea/box was being used during a laparoscopic cholecystectomy procedure on (B)(6) 2023 when it was reported ¿product seems to have broken off where the plunger shaft meets the part that holds the bag open.¿ further assessment questioning found that ¿the black sheath/piece attached to the prongs broke off but remained attached to the specimen bag inside of the abdominal cavity. A second sb936 pouch was used to remove the pouch and attached sheath/piece.¿ the procedure was completed without the use of an alternate sb936 pouch. There was no report of injury, medical intervention, or extended hospitalization to the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.